Event description:
It was reported that this right ventricular (rv) lead was fractured resulting in impedance issues. This rv lead was surgically abandoned. No additional adverse patient effects were reported.